Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was used for post dilatation. However, during second inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. No patient complications were reported.